Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 1800 mg/dl. The customer was experiencing a symptoms of irritable and got multiple no delivery alarm. The customer was admitted to the intensive care unit of the hospital for 5 days. The customer was treated with IV drip and manual injections. The customer was not available and was advised to call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.